Manufacturer narrative:
Trackwise#:(B)(4). The device was returned to the factory for evaluation on 02/01/2024. An investigation was conducted on 02/07/2024. An visual inspection was conducted. The extension cord was returned in an opened sterilization bag. Signs of clinical use and no evidence of blood were observed on the cord. Both of the collars of the extension cable were observed to be separated from the cable, exposing the inner portion of the connector ends. Only one collar was returned for evaluation, which was observed to be intact with no visual defects observed. Based on the returned condition of the device and evaluation results, the reported failure "break; collar" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, hemopro2 extension cable connectors on both ends of the cable were returned from spd broken and unusable. Cables were not returned to spd in similar fashion. No patient contact for this event therefore no patient harm or injury to report.